Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had sticky up and down arrow buttons. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had scratches on display screen, scuffs on casing and the motor was slower during rewind. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify rewind anomaly due to buttons not responding. Device received with minor scratched lcd window.